Event description:
Injector is prematurely pushing out medication before patient is even pressing down on the injector. Dates, frequency and route used: inject 1 dose under the skin as needed as directed. Therapy dates: (B) (6) 2009. Diagnosis for use: migraine.